Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming "no disposable". The patient silenced the alarm, reviewed settings and closed clamp. The cassette was removed, gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced the cassette and the alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced the cassette and alarm persisted. Powered pump off. The patient was not affected. Rate was 2.0, reservoir volume was 6.7, given was 85.3. There was no patient injury.